Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image loss was not confirmed. In addition, a b30 (scope communication) error was displayed due to a defective plug unit. The connecting tube was deformed. The bending angulation did not meet specification due to elongation of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the insertion section while the user was handling the device, which damaged the charge-coupled device (ccd) unit, and resulted in the displayed error message (b30) and a temporary loss of image. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic system". The event can be prevented by following the instructions for use (IFU) which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, during an unspecified procedure the evis exera iii bronchovideoscope image was lost. There was no report of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.